Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the tissue pad was damaged. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 04/28/2009. Info anticipated, but unavailable at this time.